Event description:
It was reported that during a ptca/stent procedure three stents were placed in the right coronary artery and two stents in the circumflex artery, without incident. The pt had received heparin, ticlid, and reopro. Approx two days later the pt arrived in the emergency dept, complaining of chest pain, with EKG changes, which resulted in an acute mi. The pt was taken to the cath lab, which proved that the right coronary artery was successfully redilated with a balloon, but a guide wire was not able to cross the circumflex occlusion. No further info was provided.